Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a radio frequency pic failed self-test. It was reported that there were radio frequency pic failed self-test alarms in the device's history. It was reported that the customer's blood glucose was reported to be normal. No further information provided.